Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment occurred. A comet guidewire was being used during a fractional flow reserve (ffr) procedure when the tip of the wire detached. It was able to be retrieved and the procedure was completed with a different device. There were no patient complications and the patient stats was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ffr comet wire separated. The proximal shaft was the only portion returned. The distal separated portion did not return. The guidewire shaft was examined for any damage or irregularities. The shaft was separated in 1 place. The total proximal shaft length that was returned was 161cm. The distal portion of the separation was not returned. No other damage or irregularities were noticed. Functional testing of the device could not be completed due to the separation of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that tip detachment occurred. A comet guidewire was being used during a fractional flow reserve (ffr) procedure when the tip of the wire detached. It was able to be retrieved and the procedure was completed with a different device. There were no patient complications and the patient stats was stable.